Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. Evaluation also confirmed the reported symptom "system error 105" through component causality of evidence of contamination on the encoder board and on the flex/board connection. Due to the motor encoder board contamination, the motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.